Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was 129 mg/dl. A supply change was performed resolving the occlusion. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 534 mg/dl with moderate ketones; cause was unknown. A manual injection was administered to address bg. Reportedly, the customer had been using apidra insulin within the pump supplies. Tandem technical support informed customer that apidra insulin is off label per the user guide. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.